Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported a cerebrospinal fluid (csf) leakage due to dural puncture occurred during permanent implant. Reportedly, a blood patch was performed prior to the implant of the ipg, hence the case was subsequently completed. Follow-up identified the patient remained asymptomatic. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient experienced a headache which subsequently resolved.